Event description:
(B)(6) 2016 12:12 pm (gmt-5:00) added by (B)(6) ((B)(4)): it was reported that ventilation stopped while the ventilator was connected to a patient. There was no patient harm reported. (B)(4).

Manufacturer narrative:
The initial problem description stated that the ventilator stopped was found to be incorrect as reported. Additional information from the facility stated that the physician could not turn the ventilator on. The field service engineer (fse) who was dispatched to the facility, examined the ventilator and downloaded the logs. The fse could not reproduce the problem during the on-site evaluation. The ventilator was functioning normally, and as a result no parts were replaced. The received logs did not contain any information that would indicate a ventilator malfunction. The problem reported regarding the inability to turn on the ventilator, therefore, has not been confirmed from this investigation.

Event description:
(B)(4).

Manufacturer narrative:
A complaint that occurred in 2016 was created after an anvisa inquiry and it was reported with MDR report #: 8010042-2019-00781. After analysis it has been established that it is a duplicate of the complaint in this report which was filed in 2016. The cause was a typo error of the serial number which was inadvertently entered as (B)(4) instead of (B)(4) in a report that was sent to anvisa in (B)(4). The duplicate report however included new information that stated that the patient needed to be resuscitated after a cardiac arrest and therefore this follow-up report. The ventilator was investigated by our field service engineer (fse). The reported issue could not be duplicated and the ventilator was cleared for clinical use. No parts were replaced. Ventilator logs were downloaded and provided for investigation. Evaluation of provided event log found that ventilation was not ongoing on the reported event date. There are two ventilation periods prior the reported event date in which all registered shutdowns are preceded by the ventilator set to standby by the user. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction. The ventilator passed pre-use check prior and after the reported event date. The conclusion is that there is no stop of ventilation at any time in the provided ventilator logs.

Event description:
It was reported that during patient treatment, the ventilator stopped. The patient had a cardiac arrest and needed to be resuscitated. Final patient outcome is unknown. Manufacturer reference #: (B)(4).